Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air-water tube and the air-water cylinder had foreign objects. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The likely cause of the foreign material is the result of insufficient reprocessing; however, a definitive root cause could not be established. (Most common, short and sweet). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image during reprocessing. There was no patient involvement.